Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while in an ambulance the device would inappropriately shut down when the ambulance went over a bump in the road. Complainant indicated that there was no patient involvement in the reported malfunction.